Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a lesion that had not been pre dilated. Several attempts at crossing were made with some force. While attempting to retract the delivery/stent device back into the guide catheter the catheter broke at the wire exit port. The delivery/stent device and the wire were removed as one without incident. The lesion was then pre dilated with a maverick balloon and another stent was successfully placed. No patient injuries or complications were reported.